Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"(B)(6) 2019: the first surgery of ascend flex rsa was performed. (B)(6) 2019: after the surgery, dislocation occurred in the affected area."